Event description:
(B)(4) study. Primary due to severe pain marked knee and lower limb swelling with ankle oedema and hyperaesthesia

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices and/or patient x-rays was not possible as they were not provided. A search of the complaints databases finds no trends against the provided product codes, lot codes, or product families for the reported failure mode. A review of the device history records depuy international finds no related manufacturing deviations or anomalies that would have contributed to the event. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.